Event description:
Caller reported that the insulin gauge displayed an amount different from what was expected, with a current fill estimate issue showing 0 units on the pump despite completing the load process. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through filling and loading a new cartridge and delivered a bolus to adjust and verify the updated fill estimate, resolving the discrepancy in the displayed and expected values.